Event description:
It was reported that right ventricular (rv) lead had t-wave oversensing. The physician switched the rv lead and the left ventricular (lv) lead in the device header. The rv and lv lead sensitivities were reprogrammed and the both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.